Event description:
The customer reported to olympus the high-definition lcd monitor, sdi (serial digital interface) input/output is not reproducible. The event occurred during inspection for use, prior to a therapeutic operation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b3 to include event date and additional information is present in b5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to the device evaluation, b3, and b5. The device evaluation and the information included in b3, and b5 was inadvertently omitted from the initial medwatch report. Although the event was confirmed, there were no additional non-potential adverse events which occurred in association with the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the serial digital interface (sdi) input/output was not available because the screw of the serial digital interface (sdi) terminal part was loose. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed the intended procedure was completed with a replacement device. Procedure was delayed for number of minutes for system replacement purposes. The otv-s190 (visera elite video system center) device was used in combination with the subject device. Device was inspected for use.